Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of necrosis, pain, arterial occlusion and "a black eschar"are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿ "the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization." Adverse events: ¿ ¿the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ ¿necrosis has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, skin discoloration, blister, pain, scar, or infection. Time to onset ranged from 1 to 3 days post juvéderm® ultra plus injection, and outcome ranged from resolved with little to no residual effects to scarring at the treatment site. Interventions prescribed by the physicians included topical steroidal cream, antibacterial ointment or cream, nitropaste, oral steroids, aspirin, and oral or injectable antibiotics. Additional treatments noted were injectable hyaluronidase, laser resurfacing, tissue debridement, and surgical scar revision.¿

Event description:
Healthcare professional reported after injection in the "left nasal dome" with "juvéderm® xc" the patient experienced "discoloration 8 hours post injection with pain along course lateral nasal and marginal arteries," as well as ¿inadvertent arterial occlusion, tissue loss and a black eschar¿ at the area of injection and nasal tip. Patient was injected with vitrase as well as prescribed "silvadene cream" and "hyperbaric oxygen treatment." Injector stated that they "debrided the eschar," and as a result it looks as if the patient has "re-epithelialized over 90% of the injury." Injector also stated that the patient may have a "contour defect on the tip or rim which may or may not require reconstruction." Symptoms are ongoing.